Event description:
Reporter states; she had given her stepdaughter the product along with other contact lens care products (not specified) stepdaughter used product every day, at least once a day for seven days. Reporter states that she did not tell her stepdaughter that product was a cleaner. Reporter stated that her stepdaughter's eyes are now bleeding and painful. In another telephone conversation, the reporter indicated that her stepdaughter was now legally blind. Reporter also said that her stepdaughter is in a drug rehabilitation center and that she has not been able to see her. Stepmother later reported on 10/9/97 that her stepdaughter's vision was improving.